Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.". Per tandem user guide: residual insulin remaining in the cartridge is unusable. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. H3 other text : device not returned.

Event description:
It was report that an occlusion alarm occurred. The customer went to the emergency room and subsequently hospitalized with a blood glucose level of 600 mg/dl with high ketones. The customer changed pump supplies in an attempt to resolve the occlusion, but was treated intravenously with fluids of saline and insulin in the hospital. The customer was released on 04/15/24 with issue resolved and no permanent damage. A systems check with tandem technical support verified the pump was functioning as intended. It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using the same infusion set and cartridge for over 2 days with humalog insulin, was using cold insulin and was reusing insulin, tandem technical support educated the customer this is considered off label use per the tandem user guide.